Event description:
An asymptomatic patient presented during follow-up where fluoroscopy revealed externalized conductors. No electrical anomalies were present. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found internal insulation abrasions between 11.0cm to 13.9cm and 15.6cm from the distal tip. The rv cables at these regions were externalized, but the etfe coating was intact.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.